Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of the returned sample using the unaided eye and normal plant lighting did not reveal a defect. The device was leak tested. A leak was detected where the airway line is secured to the shaft (i.e., above the neck flange). Using magnification, it could be seen that there was sufficient adhesive in place to secure the airway line to the shaft, but that the adhesive junction had been pulled away from the shaft causing a hole in which fluid could escape. The airway line is designed to withstand 1 lbf. The reported issue was confirmed. No adverse trends have been identified related to this issue. No corrective actions are planned at this time. The manufacture regularly analyzes complaint data and trends and will take further actions accordingly. UDI is unknown. Manufacturing site address is unknown. PMA/510k is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the patency of the new cuff was tested and it was found to have a leak coming form the tubing at the connection point at the flange. No patient injury was reported.